Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement, and the customer planned to contact healthcare provider regarding interim insulin therapy.